Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) stating that there was one incidence where one side/left side was not working, they called the manufacturer and reset and there has been no problems since. No further patient complications were reported/ anticipated as a result of this event.